Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 420 mg/dl. It was stated that the customer did not hear the no delivery alarm from the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.